Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the monitor showed a black screen with no image due to damage to the charged coupled device unit (it may return to normal at times). Additional findings include the following: the video connector had a crack, switch 1 was dirty, the adhesive on the bending section cover had a chip, and the bending section could not be fixed firmly due to damage to the forceps elevator lever. The following had a scratch: the bending section cover, video connector, light guide cover glass, light guide connector, right / left lever, switch 3, video connector / case, angulation lever, right / left / up / down plate, grip, control unit, and switch 1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the black screen with no image was caused by damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to stress, external factors, or handling; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.8 inspection of the endoscopic system.¿ [inspection of the endoscopic system] confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a bad image, it seemed that the image was distorted when the angle was applied. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the monitor showed a black screen with no image due to damage to the charged coupled device unit (it may return to normal at times). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.